Manufacturer narrative:
H10: manufacturing review: a lot history review, a device history record review and complete manufacturing review could not be conducted for the investigation as the lot number is unknown. Investigation summary: the sample was not returned for evaluation. Reportedly, pieces were missing upon deployment. It was not known what was missing and when exactly the issue was identified. No information was provided about the procedure. Without a detailed failure description a root cause evaluation was not performed. Based on the information available the investigation is closed with inconclusive result. A definite root cause for the reported event could not be determined. Labeling review: a detailed failure description was not available, and it was not known what was missing on the system, why it was missing, and when exactly during the procedure the issue happened. A specific entry in the instruction for use related to the event could not be identified because only poor information was provided. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a stent placement procedure, the device allegedly came out and looking like a missed pieces. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Device not returned.

Event description:
It was reported that during a stent placement procedure, the device allegedly came out and looking like a missed pieces. There was no reported patient injury.